Event description:
It was reported that the patient connected the battery to the controller, the controller restarted. The patient had marked the battery because he had experienced a controller restart the same day. Initially log files were sent in for evaluation. It was requested that the patient remain in the hospital for device log review and inspection of the battery and controller. In the log files three controller power ups were recognized. The decision was made to replace the controller and battery; exchange was completed without any impact on patient. There is no additional information provided.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. The battery and controller are going to be returned to the manufacturer for evaluation. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Inspection from the site: port 1 unveiled, that batteries and ac adapter cannot be connected firmly. It was possible to pull back power connectors 1 to 2 mm with the lock mechanism in place. Inspection of the (B)(4) unveiled that not all pins completely centralized and at least one pin is not at the same level as the others. It was noted that the patient is using his own bag to transport batteries and controller; he was informed that for safety reasons he should use provided bags only. Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported that the patient connected the battery to the controller, the controller restarted. The patient had marked the battery because he had experienced a controller restart the same day. Preliminary review of the controller log files revealed three controller "power-ups'. The site performed an elective controller exchange and returned the controller ((B)(4)) and battery ((B)(4)) to the manufacturer for evaluation; there was no reported patient injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the controller and battery in relation to the reported event. The reported event was not confirmed; review of the controller log files did not reveal abnormalities with the reported battery for within the analyzed period. Thorough external visual inspection of the battery and controller revealed no signs of physical damage or contamination. The analyzed devices performed per specification under testing conditions and were unable to duplicate the reported event at bench level. The most likely root cause of the "poor mechanical connection' event is that the user did not properly align the connector while fastening the power source to the controller. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Also, per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.